Event description:
This is a spontaneous report by a nurse from the USA of peritonitis coincident with dianeal pd2 ambuflex therapy. On an unreported date, the patient began treatment with dianeal pd2 ambuflex (dose, frequency) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer service, the patient's nurse reported the following information. On an unreported date, the patient developed peritonitis. The cause of the peritonitis was unreported. It was unreported if the patient was hospitalized and if treatment was provided. It was unreported if a peritoneal effluent culture was performed. It was unreported if dianeal therapy was ongoing. Outcome of the peritonitis was unreported. Per the nurse, the peritonitis was unrelated to dianeal therapy. The nurse declined to provide further information.

Manufacturer narrative:
(B)(4). This is report 2 of 2 involved in this peritonitis event. The sample is not available for evaluation. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). The cause of the peritonitis was undetermined. A batch review was performed for the potentially associated lot numbers (h10d30064, h10i30048), with no defects noted. Similar reports have been received for the reported problem. The root cause investigation is in progress.